Manufacturer narrative:
Section h10: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision was performed approximately 21 months post implantation due to ¿mobilization¿ of the insert. Reportedly, no wear of the implant was observed, and no other components were revised during this procedure. It was communicated that the requested clinical documentation was not available and events leading up to the revision as well as the current patient status remain unknown; therefore, no clinical factors were definitively concluded to have contributed to the reported event. The general management medical devices/pharmaceutical services form was reviewed along with the event details page. These documents show a 12 minute event at the ortho emergency room/operating room; however, do not provide further insight into the reported event. The patient impact beyond the reported insert mobilization and revision could not be determined. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that improper fixation, and/or migration of the components could cause possible adverse effects. Also, the warnings and precautions section establishes that the implant can become damaged as a result of strenuous activity or trauma. The patient should be warned of surgical risks, and made aware of possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, alignment, patient anatomy and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).

Event description:
It was reported that, after tka had been performed on (B)(6) 2021, the patient experienced mobilization of the gii ps hi flex isrt sz 3-4 9. A revision surgery was performed on (B)(6)2023 to address this event. No wear of the implant was observed, and not revision of additional prosthetic components was needed. Current health status of patient is unknown.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.